Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. Unable to perform the displacement test due the unresponsive buttons. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and scratches on the reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the buttons were not responding. The device had dropped from his pocket the day prior and landed on the concrete surface, no physical damage, but now the buttons were not working. Customer's blood glucose was 227 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.